Event description:
It was reported that an alert triggered due to the right ventricular (rv) pacing impedance increasing from 500 ohms to 1026 ohms and the rv tip to coil impedance dropping to 100 ohms at the same time. It was also reported that the lead was undersensing. Further evaluation of the lead was planned and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 ICD, implant date: (B)(6) 2013. (B)(4).